Manufacturer narrative:
The catalog number and lot code were not provided. The device was described to be stryker tobramycin cement. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the surgeon informed the sales rep, that one week ago he felt that the stryker tobramycin cement that he was using for a total knee had set up more quickly than usual. He did not mention to his rep at that time. No more cement needed to be used and this event did not increase the surgery time.